Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during lithotripsy of a kidney stone, the 150 micron tfl ball tip single use fiber broke after it was inserted into the kidney via a non-company scope. After movement of the distal end of the scope, the glass tip broke off and was not found by the surgeon. The device had been inspected prior to use. There was a 5 minute delay while the fiber was replaced with a 200 micron fiber; the procedure was then successfully completed. The kidney stone fragmented and was removed. No other intervention was required and the patient was stable.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the distal tip was missing and was confirmed to have broken off the fiber. The connector end is intact without any visible issues or defects with the proximal cap on. The length of the fiber shaft does not have any visible or physical defects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the fiber tip breaking off was likely due to user mishandling. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual). Care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming beam at the tip of the fiber before delivering high energy or damage to the endoscope may result." Olympus will continue to monitor field performance for this device.